Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective pressure sensor/transducer or corresponding measurement electronics on the life board electronics on the life block.

Manufacturer narrative:
At this time the suspect device has not been returned for evaluation. However, the customer sent the logfile and screenshots for analysis. It was seen that alarm 260 & 262 (occlusion) and alarm 266 (occlusion proximal pressure line) was triggered. It was also found that the pressure pat prox is out of range. Vyaire technical support advised the customer to perform zero calibration, if the calibration does not fix the problem, cross check with another good known life block and update the result. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista alarmed 260 (occlusion) during patient use. The customer confirmed that there was no patient harm associated with the reported event.